Event description:
The hcp reported that the pump was explanted prematurely due to inadequate pain relief. "Pump infusing when patient reported being in correct position." The pump was replaced and the catheter revised. The patient outcome is reported as "good".